Event description:
An angioplasty procedure was performed to treat chronic total occlusion (cto) in the left circumflex (lcx). The lcx lesion was stented and then post-dilated. The intravascular ultrasound (ivus) catheter was advanced and images with a manual pullback were successfully recorded. Tortuosity of the lcx treated guidewire bias, so the ivus catheter was positioned near the vessel wall. Resistance was encountered during withdrawal of the ivus catheter and the ivus catheter became lodged in the distal stent strut at the monorail lumen. Due to bilateral puncture planned for the case, the physician was able to insert another guide catheter from the right femoral. The original guide catheter was disengaged and the new guide catheter was engaged at the left main. A new guidewire was advanced into the lcx. The wire was successfully advanced to the distal lcx and the ivus catheter was successfully withdrawn. A new ivus catheter was used, and the procedure was completed successfully. The patient was reported in stable condition.